Event description:
It was reported that the insulin pump alarmed motor error during bolus process. The blood glucose reading was 232 mg/dl. No significant events leading to the alarm were observed. This was a past event. The customer stated that he was able to rewind the insulin pump. The customer also reported high blood glucose levels the night prior. The blood glucose reading was 386 mg/dl and he had already treated for this. He also received another no delivery alert two weeks prior. The customer complained of sore stomach, cotton mouth, and slurred speech. Upon troubleshooting, it was found that the manual prime process did have insulin exit the tubing and no leaks were observed. The customer also noted a crack through the battery tube threads. He reported that another event of motor error occurred at the end of the month prior as well; troubleshooting for this determined that the device was performing as intended. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. No motor error alarm or excessive no delivery alarm noted. The motor passed motor test. The device was received with cracked battery tube threads, reservoir tube lip, and minor scratched display window.